Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information could be obtained despite good faith effort. Additional information was received that everything was explanted.

Manufacturer narrative:
Exact date unknown, event occurred two years ago.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information could be obtained despite good faith effort.